Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade iii, change shape/size/style". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Allergan aesthetics received a report via nbir of a "capsular contracture baker grade iii, change shape/size/style". This record is for the right side. Device was explanted and replaced. Capsulectomy/capsulotomy performed.